Manufacturer narrative:
Patient weight not available from the site. A site representative declined to provide this information. No findings possible, as the driver has not been received by the manufacturer for evaluation. A replacement driver was provided to the user site. Part not received by manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the cannulated driver became twisted. This reportedly occurred while the surgeon was placing a screw. Upon removal of the driver from the screw, the deformation of the tip was noticed. The damaged driver was removed from the surgical field and a second driver was used to continue the case. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The suspect driver was returned to the manufacturer for evaluation. Visual inspection confirmed that the tip of the driver had been broken off and was missing. This confirmed a physical failure due to pieces being broken.

Manufacturer narrative:
Correction; this device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.